Event description:
The customer reported that the system failed to allow fluoroscopic exposure and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe system batteries were evaluated. The high voltage cable connections at the tube head were also evaluated. The system was deemed to possible require a filament calibration. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.